Event description:
Event description guidant received information that this pacemaker was explanted due to suspected premature battery depletion. During the changeout procedure, it was noted that this patient's ventricular lead had a rise in pacing thresholds and insulation damage was observed. It is unknown who the manufacturer of this lead is. No adverse patient effects have been observed.